Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as skin break down under electrode 2. The patient also reported being on blood thinners and bruising easily. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The patient¿s nursing staff have been dressing and treating the wound. Follow up indicated that the wound improved.